Event description:
The loaner device was previously returned to pentax medical from a customer on 31-aug-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 12-may-2021: distal cap - fixed type failed epoxy seal integrity inspection, distal tip annual maintenance, passed dry leak test, middle lcb distal cover glass glue is missing, passed wet leak test, prism glass glue missing. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-ring(0.5x1.3) imp-1 model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 01-aug-2016. The endoscope is awaiting repair or approval by final qc as of 09-jun-2021.

Manufacturer narrative:
(B)(4)